Event description:
Device malfunction: none. Symptoms/ae: cerebrovascular incident. Time of malfunction/ae: before and after procedure. It was reported that prior to a right internal carotid artery stenting procedure, the patient reported right-sided heaviness and generalized weakness. Post procedure, the patient reported left hand numbness and tingling, and had mild left-sided facial droop along with disorganized movements. A CT of the brain showed a small acute infarct. The patient was diagnosed with a cerebrovascular accident. An additional dose of plavix was given. One day post procedure, the symptoms resolved. Three days post procedure, the patient was diagnosed with new onset atrial fibrillation and was treated with heparin and coumadin. Six days post procedure, the patient was discharged to a rehabilitation facility for physical therapy. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke and arrythmia are known possible adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.